Manufacturer narrative:
Per -1562 final report post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the return of the explanted devices was requested in order to progress with this investigation, however, not all was provided and thus there was only limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It has been reported that the suspected issue with metal particles had come from the trunnion stem as a result of the taper not being fully engaged with the head. Based on this information, it has been concluded that the reported revision was probably a result of user error during the primary surgery and not due to a malfunction with the corin device and thus this case is now considered closed. However, if additional information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision after approximately 1 year and 6 months due to a suspected issue with metal particles coming from the trunnion of the stem.

Manufacturer narrative:
(B)(4). Post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the return of the explanted devices has been requested to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of this investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision after approximately 1 year and 6 months due to a suspected issue with metal particles coming from the trunnion of the stem.